Event description:
It was reported to general electric that a table actuator failed, causing the table to rise to its maximum height. The reported event did not involve any pt injury. The failed components have been returned for investigation. This appears to be a random failure; however, there is a concern that recurrence could result in the pt being caught between the table and the gantry.